Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to interrogate prior to an implant procedure. The device was not implanted. No patient involved.

Manufacturer narrative:
The reported event of interrogation anomaly was confirmed. Upon receipt, the device was found to exhibit intermittent communication anomaly. However, the anomaly was inadvertently lost during the analysis. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The root cause of the intermittent interrogation anomaly could not be conclusively determined.